Event description:
It was reported that a malfunction code, specifically malf 9, was displayed on the customer¿s device. The issue did not cause the customer¿s blood glucose to exceed 500 mg/dl, indicating that there was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by giving pump reset information and helping the customer reset the pump, although the call was disconnected during the reset process.